Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections.

Event description:
A report was received on (B)(6) 2023 from a 43 year old male patient with a medical history including diabetes and end stage renal disease, who stated blood was observed leaking from the cartridge during a home hemodialysis treatment on (B)(6) 2023. Additional information was received on (B)(6) 2023 from the home therapy nurse (htn) who stated the patient did not experience any symptom or require medical intervention. Following the event the patient continues to treat using the nxstage system.